Manufacturer narrative:
The reported event were cardiac perforation and patient deceased. Final analysis found that a complete catheter was returned with a device docked in the docking cap. Visual and x-ray examination did not find any anomalies to the catheter. The returned device was able to be undocked and released from the catheter.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturing reference number: 2017865-2023-39338. It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, a perforation occurred leading to a pericardial effusion when the physician over-rotated the device. The physician removed the lp and delivery catheter and continuously aspirated the blood. The patient experienced ventricular tachycardia and cardiac arrest multiple times. External shock therapy was performed. The patient then experienced myocardial infarction and pulseless electrical activity and passed away shortly after.